Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "gave vacomycin too quickly, should have been 1 hour but went over 33 minutes. Correct time and dose inputted. Programmed rate was based on volume to be infused of 20.87ml, but only 7.6ml in syringe".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not provided for investigation in our service laboratory in bbm (B)(6): no sample was sent to (B)(6) for investigation. The customer provided the history of an unknown device. On the date of the incident ((B)(6) 2021), the customer selected the syringe bd plastikpak 10ml syringe at 05:25am. The volume of 7.91ml were set by user. At 05:26am a flow rate of 20.87ml/h and a vtbi of 20.87ml were set again by user. The infusion was started at 05:31am with these parameters. At 05:51am the syringe near empty alarm occurred. At 05:54am the infusion was stopped by the syringe empty alarm. 7.63ml were infused. After a syringe change at 05:59am the pump was turned off. The complaint is not confirmed. The vtbi was set from 7.91ml to 20.87ml by user. However, the customer used only a 10ml syringe.